Event description:
A male underwent aaa procedure to repair an endoleak, migration, kink and occlusion of another MFR's stent graft in 2005. Core lab results of a 10-month CT scan noted a kink in the renu graft (refer to 1820334-2008-00109). A CT scan completed 20 months post-procedure revealed graft stenosis and thrombus in the proximal renu graft but no kink was noted. There was no stenosis or thrombus noted by the core lab on the 10-month CT scan.

Manufacturer narrative:
Eval: still under investigation.